Event description:
It was reported that the stenoscope system shut down during a case. The system was rebooted then the monitor was blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor cable was repaired during the service call. The system was put back into service.